Event description:
It was reported that the patient was not being adequately oxygenated with the first circuit. Slowly deteriorating post membrane po2 was observed with a further drop to 43mmhg. It was one hour from the time gas was drawn, set up and a new circuit was primed. The patient remained on the second circuit three days before the entire post membrane clotted. Since the circuit change, the patient was successfully weaned from support. This event is related to medwatch report #8010762-2015-00231 for the first circuit. Ref.: #(B)(4), customer ref.: (B)(4). See also complaint #(B)(4) 1st circuit same patient.

Manufacturer narrative:
Clotting is a known phenomenon to maquet cardiopulmonary ag and has been thoroughly investigated. Investigation of similar complaints has determined that the coating concentration met process specifications with no abnormalities detected. Based on the results obtained during the investigation and the information available at this time, non-device related factors may have contributed to the reported event. The failure will be handled through a designated maquet cardiopulmonary tracking and trending process. Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.